Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was returned for evaluation following the reported event of drops in the pump speed. The reported speed drops are addressed via the modular cable (MFR. Report # 2916596-2021-00948) and pump (MFR. Report # 2916596-2021-00875) investigations. The submitted log file and the log file downloaded from the returned system controller contained approximately 2 hours of data combined (8:20:24 ¿ 10:26:43 on (B)(6) 2021 per the timestamp). The data in the log files did not indicate any issues with the system controller. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported speed drops could not be correlated to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off, low flow hazard, and driveline disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Event description:
Related manufacturer reference number: 2916596-2021-00875, 2916596-2021-00948.

Event description:
It was reported that the patient was readmitted for controller alarms. The pump was unable to keep the set speed. The patient was admitted for red hazard alarms. Log files were provided for analysis. The controller and modular cable were exchanged and will be returned. The alarms resolved briefly but reoccurred once the consolidated bag was moved. A controller and modular cable exchange resolved the issue. The device worked as expected following the device exchanges. The log file analysis was unclear as to whether the defect was located in the area of the controller cables or the modular cable. To avoid unnecessary additional pump stops, the modular cable was exchanged at the same time as the controller. The patient was hemodynamically stable following the exchange. Treatment was unknown. Plan of care was regular log file analysis and patient assessment.